Event description:
It was reported that a minimum fill notification occurred. The customer experienced an elevated blood glucose (bg) level (over 27.7 mmol/l). An insulin injection was administered to treat the bg. The customer performed a supply change and resumed insulin therapy.